Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis with blood glucose levels of 368 mg/dl. Troubleshooting was performed and the insulin pump passed all required tests. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.